Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with positive sample at the qc cutoff (2.5e07 org/ml). All strips produced positive results at the read time. The product met the qc release specification. False negative results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving a negative strep a result using the consult strep a dipstick on five patients. For each patient, a culture method provided by (B)(6) produced a positive strep a result. As a result, each patient was delayed in receiving antibiotics for approximately 48 hours before the culture result was received.